Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
A longitudinal crack appeared on the ampoule and liquid leaked out. This cement was not used since there is the possibility of fragments being mixed with the powder.